Manufacturer narrative:
E1: initial reporter address : (B)(6). Device is combination product. Device returned to manufacturer: returned product consisted of an agent drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 88.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appears to have been kinked prior separation.

Event description:
It was reported that the device became stuck inside the non-bsc guide catheter and the shaft broke. A percutaneous coronary intervention was being performed. Vascular access was obtained via a left vascular approach. The 78% stenosed, 3.5x24mm, <45 degree in bend, eccentric, in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 3.5x20mm emerge balloon catheter with 53% residual stenosis. This 3.50 mm x 30.00 mm agent drug coated balloon was selected, along with a non 6f guide catheter and 0.14 guide wire. During introduction the agent device became stuck inside the guide catheter. When the device was removed with the guide catheter and they found that the shaft broke 81cm from the hub while remaining inside the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that the device became stuck inside the non-bsc guide catheter and the shaft broke. A percutaneous coronary intervention was being performed. Vascular access was obtained via a left vascular approach. The 78% stenosed, 3.5x24mm, eccentric, in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion was predilated with a 3.5x20mm emerge balloon catheter with 35% residual stenosis. This 3.50 mm x 30.00 mm agent drug coated balloon was selected, along with a non 6f guide catheter and 0.14 guide wire. During introduction the agent device became stuck inside the guide catheter. When the device was removed with the guide catheter and they found that the shaft broke 81cm from the hub while remaining inside the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.